Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 19. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.